Event description:
It was reported that the patients ipg elective replacement indicator mode has been activated prematurely at 2.73 volts. The patient underwent an ipg replacement procedure and is doing well post-operatively.

Event description:
It was reported that the patient's ipg elective replacement indicator eri mode has been activated prematurely at 2.73 volts. The patient underwent an ipg replacement procedure and is doing well post-operatively.

Manufacturer narrative:
The returned ipg was connected to an external power supply, and the voltage was gradually adjusted until the eri was shown on the rc. When the battery voltage was set to 2.73 v, the rc communication was established, and did not display the eri message. Once the battery voltage was set to 2.65 v, the rc displayed the eri message. The activation of the eri exhibits normal characteristics. Therefore, the early activation of the eri mode was not confirmed as no problem was detected. In addition, the device was in service for 43 months with an eui within the expected range per the directions for use. Lab analysis of the system data log did not reveal any anomalies prior to the activation of the eri, 2.65 v. However, the device sleep-current measured slightly higher than the limit. Ipg firmware only records data until the ipg battery voltage reaches eri mode. The slightly higher current draw is not recorded or shown in the system data log. This proves that the damage occurred after the eri mode. It was reported that the ipg was not exposed to electrocautery. The cause of the damage is unknown, however, this damage most likely occurred during the explant procedure.